Manufacturer narrative:
Intuitive surgical did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and found to the reported non-recoverable fault was confirmed but could not be replicated during testing. Analysis in system identified multiple instances of error 23, indicating a potential fault in the embedded serializer in master base (esmb) printed circuit assembly (pca) and main wiring harness, which suggests the issue originated in the field. However, a visual inspection revealed no apparent defects related to the reported event. The mtm was subsequently installed onto a patient side cart fixture test platform (pftp), where it successfully passed all relevant testing within specification. After testing, a thorough examination of the main wiring harness (mwh) and esmb was conducted, but no faults could be identified. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communication errors between the esmb and main wiring harness to the mtm since both components were consistent on the reported event. This issue can be resolved by replacing the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site experienced a non-recoverable fault. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted faults on surgeon side console (ssc) 2. There was no reported injury.